Event description:
A review of service data detected a reportable problem. During servicing, battery charger/modem sn (B)(4) was unable to power up. The last patient to use this battery charger/modem did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt failed a resistivity test. The cause for the test failure was isolated to an intermittent solder connection in the distribution node at the red and white (pp+) wires. The root cause for the intermittent solder joint could not be positively identified. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.